Event description:
It was reported that, (B)(6) 2011 the patient fell, fractured her hip and was taken to (B)(6) medical center by ambulance. The patient was a very active individual prior to her fall and after the surgery she was never able to walk without a cane. She had a revision surgery at (B)(6) in (B)(6). The doctor was dr. (B)(6) . Dr. (B)(6) stated that he planned on 3 hours to perform the revision and it was completed in one. Dr. (B)(6) said that the implants came right out and were not well implanted. He also stated that the devices that were removed would be the ones he would use on immobile nursing home patients.

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.